Event description:
It was reported that during a pci procedure, prior to deployment, the express2 monorail stent migrated on the delivery device. The calcified, 90% stenosed lesion was located at the bifurcation of the 1st diagonal branch (d1) and the left anterior descending (lad) coronary arteries. Another manufacturer's stent was implanted at the d1 and during insertion of the express2 monorail, the stent caught on the previously placed stent and was unable to be advanced. The physician confirmed that the stent had migrated on the delivery balloon. The device was removed without incident and the procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported as "good".

Manufacturer narrative:
Returned product analysis could not verify the difficulty as stated in the complaint. The delivery device without the stent on the balloon was received and a shaft kink was observed located 28.6 centimeters proximally from the distal tip. The balloon was in a deflated state and exhibited contrast media in the balloon. Visual and microscopic examination of the material surrounding the shaft kink did not reveal any inherent material deficiencies that would have contributed to the formation of the kink. Further examination of the balloon did not reveal any abnormalities that would have contributed to the stent crossing difficulties experienced during the procedure. If the balloon is subjected to any positive pressure prior to deployment, it can affect the securement of the stent to the balloon. As there is no mention of a stent dislodgment, the exact cause of the absence of the stent could not be determined. The manufacturing records for top assembly batch 8663308 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly and performance specifications. There are no similar complaints of this nature related to this batch number. The root cause could not be determined.